Event description:
It was reported that an unspecified quantity of exactamix eva empty bags were leaking from unspecified locations. This was identified during unspecified process steps. However, the customer described events as "bags tend to leak when withdrawn from". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1 manufacturing facility - the devices were manufactured at one of the two following manufacturing sites: availmed c. Industrial lt. 001 mz. 105 no 20905 int a, col cd ind. Tijuana, baja california 22444 mexico baxter healthcare - englewood 14445 grasslands dr englewood, co 80112 united states the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.